Manufacturer narrative:
The reported device was not received for evaluation. The reported condition of a fractured implant was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided, first name unknown / not provided, last name unknown / not provided.

Event description:
It was reported that implant fractured at tooth # 30. Patient came in for follow up stated that the implant crown was moving. Referred to the general dentist. X-ray taken determining that the screw and implant fractured. Went back to the os office to have the implant removed. Site was grafted with allograft and patient will return for replacement.